Event description:
Device malfunction: suture retrieval (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unknown procedure. Reportedly, when pulling the plunger back to disengage the needles, the knot and sutures were pulled completely out of the artery. The device was removed and a second proglide was attempted with the same results. Hemostasis was achieved using another proglide. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device # 1 - proglide (lot # 65078-6h) is being filed under medwatch report # 2953144-2008-01631.